Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, after using the slitter to remove the guiding catheter insulation damage was observed on the left ventricular lead. The lead was explanted and replaced. The patient was in stable condition.